Event description:
On the event date, the patient reported the prime function on his insulin infusion device is not properly working. He stated, it takes him at least 2 primes and 35 units of insulin to prime out all the air bubbles. He stated the air bubbles appear after the cartridge has been inserted into the device. During troubleshooting, the patient stated he uses room temperature insulin to fill the cartridges. The patient stated he does not attach the adapter and tubing to the cartridge prior to inserting the cartridge into the device and he does not adjust the piston rod. He was advised to do so and educated on the proper procedure. He stated he will try these procedures when he changes his cartridge tonight. On follow up with the patient the next day, he stated following the procedure did not resolve the issue and he still had to prime 30-35 units of insulin to remove the air bubbles. He stated his blood glucose levels are being affected but gave no specific readings. On further follow up with the patient, he stated the replacement infusion device has resolved the issue and he only uses 8 units of insulin to prime all the air out of the system. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.